Event description:
A pt reported blood glucose results of 260 mg/dl, 160 mg/dl, 163 mg/dl and 164 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.